Event description:
At the end of the hemodialysis session and aroud 10 mns after de-connection, the pt experienced choke and pruritus at neck level, and dry cough. After auscultation, wheeze in both pulmonary fields were noticed and the uvula was size increased. There was an absence of a cutaneous rash. Pt was administered 60mg of metilprednisolina with an immediate resolution of the set of symptoms. Hospitalization was not required and the pt went home asymptomatic. According to the report from the physician, it's suspected to be possible hypersensivity to paricalcitol (it was the second dose received by the pt). 2 times before this event occurred, 2 units of this model (dicea 210) and batch (do5do4) were used with this pt without any kind of incidences.the physician reviewed the case-history and confirmed that no changes have been done in the following: medical treatment at the end of the hemodialysis session, water plant supplier, sodium haprin as anticoagulant, monitors and hemodialysis lines (hispadial). The physician stopped the used of the pt's dialyzer during 7 or 10 days inorder to follow up this pt and the rest of pts in the same unit. These signs are clearly symptomatic of a severe allergic reaction (signs of quincke oedema) with a life threatening potential and has necessitated medical intervention to avoid more severe consequences.